Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. No information on further possible steps have been received.

Event description:
Affected channels were noticed during in situ measurements. The user has not noticed a change in sound with the device. Further tests were scheduled for (B)(6) 2023. Despite requested, no further information was received.

Event description:
Affected channels were noticed during in situ measurements. The user has not noticed a change in sound with the device. Further tests are scheduled for (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.